Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported in leak (air) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the air in the steerable guide catheter (sgc). It was reported that the mitraclip procedure was to treat grade 4 functional mitral regurgitation (mr). When the sgc was advanced into the left atrium and the dilator retracted, air was observed in the guide valve. The device was de-aired completely while still in the patient and the procedure continued with the same sgc and successful placement of two clips, reducing mr to grade 1-2. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.